Event description:
It was reported via repair work order that the brakes were not holding due to bent brake linkages. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This complaint was reported involving a product for which stryker is not the manufacturer. The manufacturer for the product was identified and notified with a letter informing them of this complaint.

Event description:
It was reported via repair work order that the brakes were not holding due to bent brake linkages. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.